Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. Failure analysis in progress.

Event description:
It was reported that during a surgical procedure at the user facility the device disassembled. A piece of the blade mount broke off, but the piece did not fall into the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device disassembled. A piece of the blade mount broke off, but the piece did not fall into the surgical site. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The reported blade mount chip was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, the link with fins inside the head assembly was also broken. Based on these findings, a possible cause for the reported event is excessive sideload.